Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia and blood at site. The customer was also experienced differences between sensor glucose and blood glucose levels and the insulin delivery was suspended. The customer also reported a change sensor alert and sensor updating alert. The customer reported blood glucose value of 22.4 mmol/l and sensor glucose value was 2.9 mmol/l at the time of incident. The customer reported hyperglycemia was treated with insulin pump (subcutaneous insulin infusion) and hypoglycemia was treated with glucose/carb intake. The event involved product(s) mmt-5120c2. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 19.5 mmol/l and it is beyond 30% limit. Advised sensor may no longer be responding to glucose changes. Troubleshooting was performed for high blood glucose event and the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for the sensor alerts and customer was advised to replace the sensor. No further patient complications were reported. Product return for mmt-5120c2 is not expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.